Event description:
It was reported the bd vacutainer® push button blood collection set experienced retraction issues. The following information was provided by the initial reporter. The customer stated: the customer reported as follows: "during puncture, the needle was retracted. This incident required blood re-collection." Additional information received: bdj received an actual used sample and the needle was half retracted. The tip of needle was existed out of barrel. The pushing button wasn't moved and looked broken."

Manufacturer narrative:
The following fields were updated due to corrections: d.3. Medical device manufacturer: becton dickinson infusion therapy systems inc. G.9. Manufacturing location: becton dickinson infusion therapy systems inc.

Manufacturer narrative:
H.6. Investigation: the reported defect has been confirmed based on the customer photos and returned unit inspection. Returned was one 21ga x 3/4 in pbbcs devices in an opened package. The root cause is linked to the manufacturing. CAPA#1762367 was initiated.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced retraction issues. The following information was provided by the initial reporter. The customer stated: the customer reported as follows: "during puncture, the needle was retracted. This incident required blood re-collection." Additional information received: bdj received an actual used sample and the needle was half retracted. The tip of needle was existed out of barrel. The pushing button wasn't moved and looked broken."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® push button blood collection set experienced retraction issues. The following information was provided by the initial reporter. The customer stated: the customer reported as follows: "during puncture, the needle was retracted. This incident required blood re-collection." Additional information received: bdj received an actual used sample and the needle was half retracted. The tip of needle was existed out of barrel. The pushing button wasn't moved and looked broken."